Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver and unspecified chemotherapeutic agent. After an unspecified length of time in use, the customer contact noted a leak of solution from the air vent on the convertible piercing pin. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. This report represents all the information known by the reporter upon query by hospira personnel.